Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system automatically deactivated the smartpass filter. Review by technical services (ts) was requested. Technical services (ts) discussed the device delivered an inappropriate shock due to a morphology change accompanied by multiple detections of individual complexes. The altered morphology shows extremely small amplitudes and is relatively broad, which prevents correct discrimination. It was advised to perform troubleshooting to try to reproduce this morphology and verify it in the other vectors. Further recommendations were provided. The patient was seen in-clinic and it was mentioned the patient was not performing any strenuous activity at the time of the shock. The device was reprogrammed to the alternate sensing vector due to better amplitude and better r/t ratio. Additional information was provided. The patient received inappropriate therapy when picking up batteries for the control remote from the floor. The patient presented to the emergency room and the device was interrogated. The device showed a treated episode with normal frequency rhythm and likely morphology changes, which resulted in double and triple detection and shock delivery. Untreated episodes were also found in the device memory. During the follow-up, the noise signals were unable to be reproduced and as the device had already reprogrammed the previous year, reprogramming was not possible. X-ray was performed and the system position showed to be adequate, the frequency of the device was increased and the smartpass feature programmed on. The patient was discharged and is expected to be readmitted to the hospital within the next week for explant the s-ICD system and implant of a transvenous system. The s-ICD system remains in service at this time. No additional adverse patient effects were reported.